Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen. The touchscreen was found out of electrical specification. Analysis also found the rf (radio frequency) head connector was loose, the lem (link electronic module) board spacer was broken, cable bay assembly was damaged (broken), and there was an error in the programmer software history.

Event description:
It was reported the optical pencil was not properly calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.